Event description:
It was reported that after sterilization of a da vinci fenestrated bipolar forceps instrument, the jaw was observed to be misaligned. The customer confirmed that during and after the last surgical procedure that the instrument was used in, the jaw was not misaligned. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the instrument's grips is bent, causing side-to-side misalignment of the grips. There was a .066 offset, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found that the instrument's pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, if to recur, could cause or contribute to an adverse event.